Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) failed to deploy, and the plug did not detach from the device. Manual compression was used for hemostasis. There were no reports of patient injury. The physician was certified to use the exoseal vcd. There were no visible signs of damage to the device or its packaging prior to use. Angiography confirmed the suitability of the femoral artery, including confirmation that the insertion angle of the introducer sheath was between 30¿45 degrees. It was confirmed that the artery¿s diameter was =5mm, and no significant calcification, plaque, stents, or >50% stenosis was observed near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal vcd. The procedure was performed using a retrograde approach. Details about the introducer sheath used (manufacturer, model, and french size) were unknown. One exoseal device was used for the patient. The deployment button was fully pressed and flush with the handle. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. Manual compression was used for hemostasis. There were no reports of patient injury. The device was used in an interventional procedure. The device was stored and prepped according to instructions for use (IFU). The physician was certified to use the exoseal vcd. There were no visible signs of damage to the device or its packaging prior to use. Angiography confirmed the suitability of the femoral artery, including confirmation that the insertion angle of the introducer sheath was between 30¿45 degrees. It was confirmed that the artery¿s diameter was =5mm, and no significant calcification, plaque, stents, or >50% stenosis was observed near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal vcd. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. The procedure was performed using a retrograde approach. Details about the introducer sheath used (manufacturer, model, and french size) were unknown. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal vcd was securely locked with the vascular sheath introducer. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The indicator did not change color when the exoseal vcd and vascular sheath introducer retracted together. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The deployment button was fully pressed and flush with the handle. There was no damage or issue to the deployment lever. The plug failed to deploy and did not detach from the device. The sheath was a little kinked/bent. One exoseal device was used for the patient. Other procedural details were requested but were not provided. The devices are being returned for evaluation. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed. An 8f cordis avanti catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. The guard locking simulation could not be performed due to the condition that the unit was received already locked and the indicator wire deployed. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Then, the deployment lever was fully depressed, resulting in the expected indicator wire retraction and plug deployment. Additionally, the indicator window achieved the black, white, and red position as expected. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported events of ¿indicator window no change to indicator and vascular closure device (vcd) deployment difficulty unable¿ were not observed through analysis of the returned device as it was received without any button depression and there were no anomalies noted during functional analysis of the device. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received with the button not depressed. In addition, the device was received inserted into an 8f sheath. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3 and h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indictor window of a 7f exoseal vascular closure device (vcd) did not change color. Manual compression was used for hemostasis. There were no reports of patient injury. The device was used in an interventional procedure. The device was stored and prepped according to instructions for use (IFU). The physician was certified to use the exoseal vcd. There were no visible signs of damage to the device or its packaging prior to use. Angiography confirmed the suitability of the femoral artery, including confirmation that the insertion angle of the introducer sheath was between 30¿45 degrees. It was confirmed that the artery¿s diameter was =5mm, and no significant calcification, plaque, stents, or >50% stenosis was observed near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal vcd. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. The procedure was performed using a retrograde approach. Details about the introducer sheath used (manufacturer, model, and french size) were unknown. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal vcd was securely locked with the vascular sheath introducer. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The indicator did not change color when the exoseal vcd and vascular sheath introducer retracted together. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The deployment button was fully pressed and flush with the handle. There was no damage or issue to the deployment lever. The plug failed to deploy and did not detach from the device. The sheath was a little kinked/bent. One exoseal device was used for the patient. Other procedural details were requested but were not provided. The devices are being returned for evaluation.